Event description:
It was reported that the patient presented to the hospital for changeout due to eri. Externalized conductors were observed via diagnostic image. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.